Manufacturer narrative:
The subject device was received at regional repair center olympus . The subject device inspection and evaluation has started and is in progress . The device evaluation final and complete report has not yet been received. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation

Event description:
Customer reported with an issue of "air/water channel" found during an unknown event. No harm was reported. No patient harm, no user injury reported. Device evaluation, service repair noted clogging nozzle, found foreign material that cannot be removed even if the correct reprocess is performed due to buckling of each channel or nozzle / the gap on the insertion section or the boot. This report is being submitted for clogging nozzle, foreign material that cannot be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot (reprocessing problem).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The following non reportable malfunctions were found during inspection: adhesives of a-rubber (bending section cover) worn out. Distal end insulation out of specifications. S-cover (scope connector cover) damaged. Bending angulations out of specifications. Universal cord buckled. Corroded connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material is solid brown material that seems to be fecal materials that was clogging the nozzle, which would likely have accumulated and clogged the nozzle during the procedure. The event can be prevented by following the instructions for use: "operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.